Event description:
Consumer alleges when patient is in the lift, it will not hold him up. Bar begins to come down on its own. No report of injury or ill effect. End user will contact his dealer for further evaluation of the unit and any repair.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9805p, serial number/date (B)(4) is approximately 1 year, 1 month old. The owner's manual part number 1024492, rev.e(may-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.